Manufacturer narrative:
Initial reported address 1: (B)(4). Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.2mm x 12mm threader balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.